Event description:
It was reported that the lead could not be inserted in the atrial header of the pulse generator during implant. The device was not used and a new device was implanted.

Manufacturer narrative:
Final analysis found that the test leads could not be fully inserted in either the atrial or ventricular connector ports.